Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (b (B)(6) 2023. During the procedure, the bands could not be deployed. The device was removed, and it was found that when the bands were being deployed, the last band moved instead of the first band. Additionally, the bands were on top of each other. The device was changed with "another device." The exact device used to complete the procedure was unknown. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.